Manufacturer narrative:
The patient has fully recovered with no long-term problems expected. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
The powerwire was used for a pediatric cardiology case and the wire punctured through the patient's aorta. The patient was rushed into surgery. The physician confirmed the patient has fully recovered and indicated there was no concern towards the powerwire for the case. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.